Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The annular dimensions were 26.3 mm diameter, 87 mm perimeter, and 566 mm^2 area. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22 mm non-abbott. During the procedure, the valve was able to be implanted successfully at a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left-coronary cusp (lcc) without recaptures. Post-implant, mild paravalvular leak (pvl) was observed with a mean gradient of 7 mmhg. The patient was discharged. On a 30-day follow-up evaluation, a planned revascularization procedure was scheduled to address the patient¿s pre-existing coronary artery disease (cad) via percutaneous coronary intervention (pci). However, on (B)(6) 2026, an echocardiogram (echo) reassessment revealed progression of pvl from mild to moderate. Post-implant balloon valvuloplasty (post-bav) was performed using a 23 mm non-abbott balloon. Consequently, a 6 mm x 6 mm amplatzer duct occluder ii was deployed, resulting in a minimal reduction of pvl. During this interval, the patient was observed with new electrocardiographic change, specifically atrial fibrillation with bradycardia. Moderate pvl and mean gradient remained unchanged after both interventional attempts. A permanent pacemaker was implanted to resolve the conduction abnormality. The patient was in a stable condition.